Event description:
It was reported that during a deep brain stimulator implant procedure, while the physician was using the tunneling tool, the tunneler broke the skin. The physician had to close an extra incision, and the procedure was cancelled or postponed. The physician feels that the tunneler is too sharp and too flimsy. The patient has fully recovered.